Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported in a clinical trial that 44 months post procedure with the subject stent, the patient had worsening word finding difficulty, mood swings, and forgetfulness that was initially attributed to traumatic brain injury from prior fall. Cec adjudicated the event as a minor ipsilateral ischemic stroke and related to the subject device. The patient was referred for cognitive rehabilitation and the event was reported as ongoing no further information is available.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient stroke as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported in a clinical trial that 44 months post procedure with the subject stent, the patient had worsening word finding difficulty, mood swings, and forgetfulness that was initially attributed to traumatic brain injury from prior fall. Cec adjudicated the event as a minor ipsilateral ischemic stroke and related to the subject device. The patient was referred for cognitive rehabilitation and the event was reported as ongoing no further information is available.